Event description:
This lead was capped and replaced due to lead impedances rising steadily since implant, from 600 ohms to 1980 ohms. Pacing threshold was also increasing and is 3.8v at 4 ms. There were no adverse patient events reported. Should additional info be received, this file will be updated.